Manufacturer narrative:
(B)(4).

Event description:
The patient experienced an overdose. Device troubleshooting was being considered. Additional information has been requested. A follow-up report will be sent if additional information becomes available.